Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 08/30/2018. The philip's product support engineer (pse) troubleshot this issue with the customer over the phone. The customer evaluated the device. The customer reported that the power supply was replaced and this corrected the issue.

Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.